Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device was flushed prior to use; however, once inserted into the patient anatomy, the proglide device was not possible to get pulsatile blood flow. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and abbott vascular (av) confirmed the reported inability to flush the marker lumen. The device was dissected and found the polyimide tubing collapsed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified one similar incident from this lot. Further investigation was performed and av determined that the cause of the issue was potentially related to manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.